Event description:
Was reported that the patient experienced sudden loss of continence a couple of months ago with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a small hole was detected in the balloon. The explanted device was discarded. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.